Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a severely tortuous and severely calcified iliac artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.